Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on potentially three (3) patient samples that resulted weak positive (cts greater than 32 on one or both gene targets) when using the simplexa covid -19 direct assay. One of the three samples resulted negative upon repeat with the same simplexa assay lot. Run analysis of the simplexa results was performed and resulted as follows: sample (B)(6): detected s gene (CT = 32.6) and orf1ab (CT = 36.3), unknown if repeated on the same assay or another platform. Sample (B)(6): detected orf1ab only (CT = 34.4), unknown if repeated on the same assay or another platform. Sample (B)(6): detected orf1ab only (CT = 35.1), repeated as negative. It was not communicated if the two samples (B)(6) and (B)(6) were repeated after the positive run or if the customer used another method to check the results. However it is noted that in all 3 samples detection was after 32 cts, the assay's limit of detection. Other positive samples on the same runs were detected well before 32 cts. At the time of this report, the customer has not communicated if any of these other positive samples were repeated as negative on the same assay lot or by other method. Batch record review showed the critical component, reaction mix mol4151 lot# us12592, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for ic failure complaints with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. The investigation conclusion is pending the run files and further information from the customer. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us12451 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on potentially three (3) patient samples that resulted weak positive (cts greater than 32 on one or both gene targets) when using the simplexa covid -19 direct assay. One of the three samples resulted negative upon repeat with the same simplexa assay lot. Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided